Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. The cutting wire and the endoscope were being close to each other. This had led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge occurred, and the cutting wire became hot instantly. This had caused the cutting wire to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 2-lumen sphincterotome broke. The issue occurred during a therapeutic endoscopic sphincterotomy and was completed with an olympus back-up device. There were no reports of patient harm.